Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center. A call to technical services on (B)(6) 2013 states that patient has paroxysmal atrial fibrillation (af) and arrhythmia logbook indicated two episodes of atrial undersensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).